Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the tip of the driver has fractured. Procedure concluded with another item.

Event description:
On a follow up on nov 13, 2024 the doctor confirmed that the part of the tip that connects to the contra-angle was the one that was damaged or not working properly. Procedure concluded with another item.

Manufacturer narrative:
Zimvie complaint number (B)(4). After additional information was received on nov 13, 2024, it was determined that this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. As a result, the prior submission for MFR-0001038806-2024-02123 submitted on sep 20, 2024 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.